Event description:
It was reported that: "the nasal plug was found detached upon opening the package. Therefore, a new unit was used instead. The issue was identified prior to use."

Manufacturer narrative:
(B)(4) customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.